Event description:
Caller states that he performed a test on one hand, 292mg/dl, and tested on the other hand, 129mg/dl, back to back on the same device. No adverse event reported and no treatment received. No strip information was provided. No quality controls were used. Requested return of suspect device and replacement was sent.